Manufacturer narrative:
(B)(4). The device is not available for investigation. No additional tests were performed as part of this investigation. No issues or discrepancies were found in the device history record of product code (B)(4)/batch 74a1602046 that can be related to the failure mode reported. The customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation. Teleflex will continue to monitor and trend related events.

Event description:
The needle came off the suture and was retained in the patient during an anterior posterior repair with sacrospinal fixation. The patient's condition was reported as fine.